Event description:
A female patient was admitted with complaints of back pain, bilateral leg weakness with radiating pain in both lower extremities. The patient underwent MRI. MRI l-spine, MRI brain, MRI c-spine and MRI t-spine. The patient experienced a left chest wall burn underneath the site of a blue meditrace cardiac electrode patch. The patient was treated with silvadene and calcium alginate. An earlier burn on a patient was noted in the same MRI magnet, therefore it was decided to have siemens manufacturer come out and inspect the machine. Siemens has completed their inspection.